Event description:
It was reported that the anchor was broken in arthroscope. A backup was used to complete the procedure, no patient injuries were reported. No significant delay was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off and were not returned. The material surface area of the anchor where the threads have broken off is heavily burnished. The condition of the anchor indicates it was subjected to excessive force during insertion. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.